Event description:
It is reported that the drive support cap is protruded. Caller stated that he has called in regarding the insulin squirting out of the insulin pump and the protruded drive support cap. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk.